Event description:
Intermittent atrial undersensing, svc coil turned off due to "susp frxtr" and svc lead impedance warning. Reference report mw5120554. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).